Event description:
It was reported that the user received occlusion alerts on two sets while using the ilet system and the issue resolved after changing supplies, with the user noting no visible defects in the affected infusion set and cartridge lots. Symptoms included high glucose with a peak value of 281 mg/dl. Outcomes included replacement supplies shipped and completion of troubleshooting and education. Investigation included a review of complaint details and user-reported troubleshooting. Investigation of this case revealed an insulin delivery occlusion that resolved with a supply change, with no additional device malfunction identified by the user. It was concluded that the event was consistent with an infusion occlusion.